Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there were no environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the screw ruptured inside the patient's body; however, the broken pieces were retrieved. This resulted in a procedure delay of 60 minutes. The screw was replaced with a new one. The patient's status at the time of the report was alive-no injury.